Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep suspected user error after looking at the saved images from system. User was using "wrong" for the stationary image (used hi level 15fps and 15pps mode) instead of just regular high level cine run. Functional check carried out. System works as intended.

Event description:
The customer reported that the system is getting grainy images.